Event description:
Clinic staff reports rupture and capsular contracture baker grade IV. The device has been explanted and replaced. This record relates to the right side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified; red particles on the shell. No openings were observed on the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Clinic staff reports rupture and capsular contracture baker grade IV. The device has been explanted and replaced. This record relates to the right side.

Event description:
Healthcare professional reported right side rupture and capsular contracture (baker grade unknown). Device remains implanted.

Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture (baker grade unknown).